Event description:
Initial report of the model 920 uv-absorbing silicone lens that cracked during implant was rec'd from a co sales rep, ophthalmic div. During implant, the lens stayed folded upon release from the forcep. The crack was noted at the fold. As the physician began to explant the lens, he cut the lens in half and during removal, the haptic broke. The other half of the lens was removed by holding the haptic while pulling it out. Subsequently, the haptic junction tore the capsular bag. A competitor lens was implanted, which also cracked and was removed. Another absorbing silicone lens was implanted successfully. The lens was returned to the MFR for eval. Add'l info is being sought from the ophthalmologist.